Event description:
It was reported further reported that he patient was calling stating the the ventricular assist device (vad) was having low flow alarms and that for several days they have had low flows. The low flow limit was set to 1.7, high watt 6.5 and patient mean arterial pressure (map) is 77-80. The patient also stated that they get low flows when just sitting in a chair but also positional like when they get out of chair or lay on their back. It was also noted that the vad speed was not well optimized, per the logfiles, trough drops below 0lmp, and there is 5 + l of pulsatility variation. Per the vad coordinator atrioventricular valve open every beat on echocardiogram. The patient's revolutions per minute (rpms) were increase to 2540. The vad remains in use and the patient will be seen in clinic in one week.

Manufacturer narrative:
###A supplemental report is being submitted for correction and update to the investigation. Correction b3: date of event was changed from 2021-05-02 to 2021-05-06. Correction b5: event description was corrected to include the ventricular assist device (vad) as an associated device and low flows and low flow alarms. Correction b7: relevant history was corrected to include previous event. Product event summary: the controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. No performance allegations were made against the vad. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Log file analysis revealed 170 low flow alarms recorded since 02/may/2021. As a result, the reported low flow event was confirmed. Of note, log file analysis revealed three (3) decreases in the hematocrit setting on 20/may/2021, which were associated with an increase in the estimated flow values. There was no evidence of a flow estimation error observed in the log files. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing; no anomalies were noted when adjusting speed and hematocrit settings. During supplemental testing, con411918 and a test controller were allowed to run the same motor fixture with identical settings, and the log files of both controllers were analyzed and did not reveal any discrepancies. As a result, the reported flow estimation error event was not confirmed. Based on the information available, the device may have caused or contributed to the reported event. Based on the risk documentation, p ossible root causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 31-mar-2016 / serial#: (B)(6), UDI #: (B)(4). D9: no h4: mfg date: 31-dec-2014 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26, f2203 h6: img code(s): g04105 h6: FDA device code(s): a1412 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 this regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Log file analysis revealed 99 low flow alarms recorded since (B)(6) 2021. As a result, the reported low flow event was confirmed. Of note, log file analysis revealed three (3) decreases in the hematocrit setting on (B)(6) 2021, which were associated with an increase in the estimated flow values. There was no evidence of a flow estimation error observed in the log files. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing; no anomalies were noted when adjusting speed and hematocrit settings. During supplemental testing, (B)(6) and a test controller were allowed to run the same motor fixture with identical settings, and the log files of both controllers were analyzed and did not reveal any discrepancies. As a result, the reported flow estimation error event was not confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk "documentation", possible root causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an issue with the flow estimation. The controller was replaced. No patient complications have been reported as a result of this event.